Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker had defects during acceptance inspection and an alert of lead impedance error was recorded. Programming changes was performed. There was no patient involvement.

Manufacturer narrative:
Reported event of pacing impedance problem and error message were not confirmed. Analysis on the as received fastpath showed that device programming was performed on the event date which was the cause of the impedance and histogram issue noted in the field. Telemetry and impedance with different configurations functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
New information received noted that the pacemaker exhibited diagnostic anomaly and had an error message.